Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes had insufficient additive the following information was provided by the initial reporter: "client has found after centrifugation that proper coagulation has not happen in tubes. Tubes had 60 min clotting time before centrifugation and patient did not have anticoagulant medication. Photo 1 and complaint letter from distributor attached.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes had insufficient additive. The following information was provided by the initial reporter: client has founfd after centrifugation that proper coagulation has not happen in tubes. Tubes had 60 min clotting time before centrifugation and patient did not have anticoagulant medication. Photo 1 and complaint letter from distributor attached.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.